Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that she is unable to remove the battery cap from the insulin pump and the battery is depleted. The customer stated she tried to remove it with a dime, a quarter, butter knife and screw driver and was unable to. Blood glucose value was 225 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.